Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Customer was provided with pump reset instructions by technical support but was unable to complete reset over the phone due to being on cruise without access to charger, and customer stated that he would attempt to reset pump later and follow up if needed.